Event description:
A healthcare worker experienced tingling and numbness with a whitening of the skin on their fingertips while working with a load after a cycle completed. Pt washed their hands with soap and water and their symptoms resolved within 2 hours. The vaporize plate was not in place.